Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of treatment and the treatment was cancelled. Fluid leaked from the patient line connector. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. The patient was advised to cancel treatment and re-set up treatment using new supplies. Additional information has been requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of treatment and the treatment was cancelled. Fluid leaked from the patient line connector. There were no alarms or warnings prior to the leak. The cause of the leak is unknown. The patient was advised to cancel treatment and re-set up treatment using new supplies. Additional information has been requested but has not been obtained.